Event description:
It was reported that during a tonsillectomy procedure using an evac 70 extra hp icw wand, the wand suction began clogging. After the fourth instance of clogging, the surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.